Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to developing new pain in the lower extremities after the implant procedure. The physician noted difficulty placing leads and decided to perform a laminectomy in order to place the leads. The physician speculated a nerve may have been hit during the procedure. There have been no reports of further complications regarding this event and the patient is currently using the device with effective relief of their chronic pain.